Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had duplicate pockets in it. A field service engineer removed the drawer from the station and replaced the flat flex cable and then reinstalled the drawer and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was duplicating row board. The customer stated that no delay, but the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no adverse events or injuries reported based on this event.